Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the left ventricular (lv) lead. It was also noted the patient experienced diaphragmatic stimulation and phrenic nerve stimulation. The lv lead was reprogrammed and turned off. It was later reported that the lv lead had dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.